Event description:
The customer reported via phone call that she had a low blood glucose. Customer stated that she changed her battery in her pump and she received an unexpected restart alarm. Customer stated that she gets the alarm every time she changed the battery. Customer's blood glucose was 43 or 48 mg/dl. Customer stated that she ate something and her blood glucose was now 286 mg/dl. Customer stated that the pump was not stored or not in use for an extended period of time. The unexpected restart alarm was recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement test and unexpected restart alarm test. No unexpected restart error alarm or unexpected restart error alarm after battery change was noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.